Event description:
Co received a report of explant of a product due to "malfunction". Co received add'l info, which reported that the product is made by another MFR. Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).